Event description:
It was reported that the pt was "having problems" and wanted to try reprogramming the device. The device was replaced, and the pt was not longer having problems. Additional information has been requested, a f/u report will be sent if additional information becomes available.

Manufacturer narrative:
(B)(4).